Event description:
It was reported that an episode of non-sustained ventricular tachycardia (vt) and an episode of right ventricular (rv) oversensing were observed on the rv lead. Noise was noted. Later, the patient received a shock for noise and high pacing impedance was observed. The patient has a ventricular assist device (vad). Device therapies were turned off. The rv lead will be monitored. The patient was stable.